Manufacturer narrative:
It was reported that the customer underwent a right total knee arthroplasty on (B)(6) 2016 and while at the hospital the customer was in the washroom with the guardian walker when the customer experienced an unwitnessed fall which the customer stated is related to the wheel on the walker breaking. The customer is reporting that he fell on the ground and the fall reinjured the surgical and operative site of the right total knee replacement leading to unspecified surgeries, hospitalizations, care, treatments and ongoing therapy. The actual device was not returned to the manufacturer, however the device was allowed to be evaluated at a third party location by the manufacturer and it was determined that the incident that occurred is not representative of the walker being used according to manufacturer recommendations. No additional information is available. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that after surgery the customer experienced an unwitnessed fall which the customer stated is related to the wheel on the walker breaking.